Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse stated receiving an error 31055 on e-stop switch. Fse replaced e-stop switch and the issue resolved. System was tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure site reported with a recoverable error on console #2. Intuitive surgical inc.(isi) technical support engineer (tse) reviewed live logs which showed a 31055 error pointing to the e-stop button. Site exercised the switch and restarted the system without resolving the issue. Site continued with the procedure using 1 console. Blue fiber cable was disconnected, and the system restarted as a single console system. The procedure was converted to another dv system with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported the surgeon had a recoverable error on the dual console system during a procedure. It was confirmed ports were placed. The functionality was checked upon powering on the system and no errors were found. Dvstat was called to troubleshoot and they noticed the e-stop emergency button was depressed. They attempted to restart the system but it did not resolve the issue. The procedure was completed using the console 1. There was no harm or injury to the patient.